Event description:
Same case as 2134265-2014-05990 and 2134265-2014-05989. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view an unspecified target vessel. During the procedure, the physician tried to perform automatic pullback however, the motor drive unit (mdu) failed to pull the imaging catheter hence automatic pullback failed. It was also noted that error message appeared on screen. Manual pullback was then performed to retract the imaging catheter. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most likely cause of the failure was due to oxidized motor drive contacts. Due to the age of the system (>5 years) and the oxidation seen on the motor drive contacts, the root cause has been determined to be wear and tear. (B)(4).